Event description:
It was reported that the mobile programmer application launched to a white screen. Troubleshooting steps were taken to include swipe closing the application and relaunching, however the issue persisted necessitating the reinstallation of the application. It was noted that during the setup of the application after the reinstall, the application displayed a white screen again and was reinstalled once more. The second reinstall was successful and connection with the patient connector was confirmed. However, during connection with the mobile programmer, a diagnostic message stating "user hardware component connection" was displayed, and the connection with the mobile programmer could not be completed. It was noted that after a period of time connection with the mobile programmer was confirmed. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: serial number and unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.